Event description:
The customer reported non-reproducible positively biased troponin I results for 3 patient samples run in duplicate. Elevated results of this magnitude reported to a physician might lead to caridac catheterization. There was no report of patient harm as a result of this event.